Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. D4: batch # u5f35e. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with an ecr60w reload present. The reload was received unfired with the one-piece sled detached, also the reload pan was dislodged and bent. In addition, some drivers were missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instructs the user to leave the staple retainer in position until the reload is loaded into the device. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5f35e, and no non-conformances were identified.

Event description:
It was reported that during the surgery, before used on the patient, noted the cartridge pan separation after opened the packing. Changed another one to continue the surgery, and then during the surgery, after fired, could not open the jaw. Unknown how to open the jaw finally. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2024 d4: batch # unk additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? -yes if yes, how was the device removed? -used manual override what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? -manual override did the jaws eventually open? -yes a manufacturing record evaluation was performed for the finished device lot/batch number, u95w71, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.